Manufacturer narrative:
Concomitant medical products: 4396-78: lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) packaging was removed, the device was "dropped on the table", and it was interrogated; the battery longevity status was gray. The device was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.